Manufacturer narrative:
The reported event was unable to be confirmed as the lot number of device involved in the incident is unknown. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant products: unknown femoral catalog 71677400 lot unknown; 14mm tibial articular surface catalog 00597204014 lot unknown; unknown patella catalog 2154010 lot unknown.

Event description:
Patient underwent a knee revision approximately 15 years post implantation due to tibial loosening.